Event description:
In january 2004, the pt was seen for evaluation at the center. The center reported that the pt had a second bout with meningitis in 2003 which had resolved prior to the appointment. The pt's cii device remains implanted.